Manufacturer narrative:
Updated section h6 (impact code) and h6 (type of investigation) one fogarty catheter was received by our product evaluation laboratory for a full examination. The report of catheter tip issue was confirmed. As received, the spring tip was stretched. The catheter body was found cut 45 cm from catheter tip and both catheter body sections were returned and matched at cut section. Balloon latex and distal windings were completely detached from catheter body and not returned. Spring tip was broken at the distal end. No visible damage was observed from proximal balloon windings. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter.".

Event description:
As reported, during use with this fogarty embolectomy catheter, the coil spring wire within catheter tip, came out upon insertion and detach from the fogarty catheter. There was not extra procedure needed to recover the component. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Follow up is on going to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.